Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
On (B)(6) 2010, the primary surgery was performed at oc-c2. Date unknown: the patient complained of discomfort in the operated area. Thus the surgeon decided to reposition the occipital plate, screws, and transverse connector. During revision, the transverse connector used for primary surgery was removed, and after repositioning the other implants (the screws and the occipital plate), the transverse connector clip fractured. (The first clip was able to be placed without problem, but the second clip fractured.) Thus, another clip from a spare connector was used. (Therefore, the connector bur and one of the clips were reused from the primary surgery, but the other clip...